Manufacturer narrative:
A ge representative evaluated the system and replaced a power supply cable. System operates as intended.

Event description:
The customer reported, the system will not boot up. No pt injury was reported.